Manufacturer narrative:
Additional information - it was reported that the system controller with serial number (B)(4) was in use at the time of the backup battery fault alarm. Additional information - the system controller with serial number (B)(4) remains in use. However, an 11 volt lithium-ion battery with serial number (B)(4) was returned for evaluation. A review of the device history records revealed that the 11 volt lithium-ion battery with serial number (B)(4) was shipped as a component of the system controller with serial number (B)(4). Approximate age of device ¿ 3 years (calculated from date of manufacture of the backup battery). Device evaluation: the system controller was not returned for evaluation as it remains in use, however the backup battery was received. The evaluation of the returned backup battery revealed that the backup battery was manufactured on 09/06/2012. Although rechargeable, according to the design, the backup battery has a limited lifespan of 36 months from the manufacture date and a backup battery fault advisory alarm will occur at 12:00am midnight on the first day of the month in which the backup battery reaches its expiration date. Per design, on 09/01/2015 the system controller would have alarmed with a backup battery fault due to the clock reaching the backup battery expiration month. The returned backup battery was installed in a test system controller and connected to test equipment. The system controller was powered on and the backup battery fault advisory alarm was displayed. The system monitor displayed the backup battery¿s manufacture date and indicated the battery life was at 0 months. When external power was removed from the system controller, the system continued to operate supported by the returned backup battery. According to the heartmate ii left ventricular assist system instructions for use, the system monitor displays information about the backup battery charge level and the time remaining before its replacement is mandatory. Depending upon a patient¿s clinic schedule, replacement of the 11 volt lithium-ion battery should be considered when less than 6 months remain before the mandatory expiration date. Reports of backup battery fault advisory alarms occurring for heartmate ii system controllers with backup batteries that have reached their limited lifespan of 36 months have been addressed through the manufacturer's corrective/preventative action system, updated device labeling for the monthly safety checklist, and an urgent medical device correction notice (2916596-9/14/15-001-c). Based on the evaluation the system performed as designed. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The patient has primary and backup system controllers. The event involved one of the two following serial numbers: (B)(4). The report source did not know which of the two was in use at the time of the alarm. (B)(4): manufacture date: 11/10/2014. (B)(4). The system controller remains in use. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient experienced a backup battery fault alarm on his primary system controller. The patient exchanged the primary system controller with his backup system controller. On the morning of (B)(6) 2015, the patient noted that there was a faulty screen on the system controller he was supported on and no alarms were triggered when the power cables were disconnected. The patient then placed himself back on the original primary system controller. The patient was reported to be asymptomatic during the events. The hospital staff shipped a new system controller to the patient and planned to see the patient in the clinic on (B)(6) 2015 to replace the backup battery in the primary system controller. Additional information regarding the patient's follow-up visit was requested but not provided.